Manufacturer narrative:
H10. The device was evaluated by the customer and a philips remote service engineer (rse). The customer was advised to replace the user interface (ui) assembly. The customer was provided with the part information of the ui assembly. Multiple attempts were made to follow-up with the customer to obtain further information regarding the case and device repair; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11. Device problem: display difficult to read instead of inadequate user interface.

Manufacturer narrative:
Date of event: (B)(6) 2021. 09mar2021 .

Event description:
It was reported to philips that the device had a dark display and was difficult to read. The device was not in clinical use at the time of the event. There was no report of patient or user harm.